Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported tampon came unraveled upon removal and unsure if tampon pieces remained inside of her. She bathed after both incidents to thoroughly remove anything that may have remained.